Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery while awaiting a replacement pump, which was sent by customer technical support (cts). Instructions for returning the malfunctioning pump and setting up the replacement were provided and acknowledged by the caller.